Event description:
It was reported that while assembling equipment on back table prior to surgery, it was noted that a 170 mm titanium cannulated trochanteric fixation nail would not fully fasten to the handle. Another part was immediately available. There was no surgical delay or patient harm reported. No additional information was available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that one 170mm titanium cannulated trochanteric fixation nail (part# 456.314s, lot# 7857254, mfg 17dec2014) was returned with the complaint that ¿while assembling equipment on back table prior to surgery, it was noted that a 170 mm titanium cannulated trochanteric fixation nail would not fully fasten to the handle.¿ upon receipt of this implant it was seen that the lock drive of this nail is 2.18mm from the proximal opening of the nail, whereas the drawing specification is 9.5(+/- 0.5)mm, if the lock driver were in this location while the insertion handle was being attached, this would interfere with the cannulated connection screw and inhibit attachment. The device is in good condition, contains all components, which move along the threading as intended. This complaint is confirmed. It is unknown if the nail was received in that condition, or if the lock drive was rotated counterclockwise causing it to move proximally along the threading. This complaint could have been prevented by rotating the lock drive clockwise which would move it distally along the threading in the nail and allow the insertion handle and cannulated connecting screw to properly interface with the nail. The technique guide contains instructions for the locking mechanism assembly((B)(4)). The design of this device is adequate for its intended use and did not contribute to this complaint condition. This complaint is confirmed. The design of this device did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. DHR review date: (B)(6) 2015 part number: (B)(4), lot number: 7857254, raw material number: (B)(4), manufacture date: 12/17/14, expiration date: 10-31-2023. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.